Manufacturer narrative:
Zoll medical has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device displayed ua27 (encoder fault).